Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a sterrad 100s cycle. The bi was incubated for 24 hours. The load was released and used on patients before the results were confirmed. The load content is unknown. There was no injury or harm associated with the issue. This event is reported to the FDA for user error. An item(s) from the load were released and used on a patient(s) before the cyclesure 24 biological indicator (bi) results were confirmed.

Manufacturer narrative:
Correction: sex is unknown. Manufacturer date: 03/2013. Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to a suspected positive bi. Trending analysis for the product code of ''suspected positive bi" was reviewed from october 2012 through september 2013. There was no significant trend observed. Trending analysis for the product code of ''load not recalled' was reviewed from october 2012 through september 2013. The risk is categorized into "as low as reasonably practicable". Trending analysis by lot number was reviewed from march 6, 2013 to july 22, 2013. There was one similar incident within that time frame. The fmea (failure mode and effects analysis) was reviewed and indicates that the rpn associated to this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The risk is considered low per the medical review. Thirty-two cyclesure® retains bis were subject to functional evaluation. Functional specification was met. There was no physical bi damage or leakage observed after sterrad processing. One cyclesure® 24 bi was returned for evaluation. The positive bi result cannot be confirmed since no media remains with which to confirm the presence (or absence) of growth. The ci disc is golden in color, indicative of peroxide exposure. There are a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. The tyvek® liner is crumpled, suggesting that the cap was removed and replaced onto the body of the outer vial of the bi. Insufficient information is available to determine the cause of the alleged suspected positive bi. A device compatibility cannot be eliminated as a contributing factor since information is unavailable regarding the specific makes/models of devices within the load. Evaluation of the returned bi determined that its cap had been removed from the body of the outer vial. Information was unavailable regarding if this occurred before or after incubation. If the customer inadvertently removed the cap from the outer vial prior to incubation, it could lead to a false positive result from contamination due to exposure of microorganisms to the growth media. Additionally, the returned bi was absent of fluid therefore the positive bi result could not be confirmed. A sterrad® malfunction was ruled out as a contributing factor as the cycle passed, the ci changed appropriately, and a dispatched fse confirmed that the unit met functional specification. The assignable cause analysis of the code 'suspected positive bi' cannot be determined based on the available information. There does not appear to be a functional issue with the lot since the cyclesure® retains product met specification. A review of tracking/trending data did not identify a trend that needed further investigation. As a result, further investigation into root or assignable cause was not performed. The assignable cause analysis of the code 'load not recalled references the product IFU which states that the cyclesure® 24 bi is intended to be used as a standard method for frequent monitoring of the sterrad® sterilizer cycles. The product malfunction code of 'load not recalled' was added because the customer did not successfully recall the load. It is not related to a functional failure of the product. Further investigation into this issue is not required since each customer sets policy regarding load release. A customer letter was sent advising to follow the current facility policy and procedures regarding retrieval of unused instruments and notification of the physician(s), and to thereafter repeat the test with a second sterrad® cyclesure® 24. The customer has also been advised that removal of the cap and tyvek® liner can lead to a false positive bi result. No further action is required at this time, however the issue will continue to be monitored.